Event description:
It was reported that customer changed his infusion set last night and woke up with a blood glucose level of 300 mg/dl. Customer thinks his blood glucose level was due to him getting insulin on the reservoir cap. Customer stated that he normally gets high blood glucose levels on the third day before he changes the set. Customer's back was also bothering him yesterday. Customer stated that when he put the set on last night, the insulin may have wasted out onto the top of the reservoir and may have gotten wet. Customer did not receive an alarm. Customer was having issues with insulin handling and air bubbles in the reservoir. Customer reported that he got sick a couple of days ago and had a low blood glucose level of 50 mg/dl. Customer stated that the paramedics were called. Customer ate a couple of glucose tablets but threw them up. Customer stated that he was sick because he was sick, not because of the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-96106.